Event description:
It was reported to boston scientific corporation in 2006 that a jagwire guidewire was used in a endoscopic retrograde cholangiopancreatography procedure (ercp) in 2006 (patient age, gender and weight are unknown). According to the complainant, during the procedure, the physician noticed that approximately 2.5mm of the jagwire's hydrophilic tip was peeled off, exposing the core wire. No patient complications were reported as a result of this event.

Manufacturer narrative:
Visual evaluation revealed a 1 cm portion of the pebax was shaved, exposing the core wire. In addition, a 2 cm portion of pebax is missing from the tip of the device. Traces of adhesive were found on the exposed core wire. The shaved pebax suggests that the device came into contact with a sharp object. The evidence presented by the device suggests procedural and possibly clinical factors may have contributed to the event.